Event description:
The biomedical engineer reported that the battery contacts on the unit look damaged and the unit get hot. It is unknow if the device was in patient use when the issue was discovered but no harm to the patient was reported.

Manufacturer narrative:
The biomedical engineer reported that the battery contacts on the unit look damaged and the unit get hot. It is unknow if the device was in patient use when the issue was discovered but no harm to the patient was reported.